Event description:
A dealer has called in to report that the device charger gets very hot to the touch at the box after being plugged into the wall for about an hour. The end user can't touch box and unplug from wall. No reported injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m41srr, serial number/date (B)(4) is approximately 7 months old. The owner's manual part number 1143206, rev.g, (feb-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.